Event description:
Unomedical reference number: (B)(4). Event occurred in canada. On (B)(6) 2023, the patients mother reported that this morning, her child faced an issue with the infusion set as the plastic piece of the cannula came out and they did not notice it until the patient experienced high blood glucose level (29 mmol/l) which they tried to treat it with pen. They had to hold it with the hand to place the cannula and it was hard to insert. Previously, on monday, they had lost three infusion sets. Moreover, the site location was patients abdomen and the infusion set had been used for one day. Currently, the patient's blood glucose level was 16.2 mmol/l. No further information available.